Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that the patient stored 8 atrial tachy response events which all appeared to be due to noise on the atrial channel. Noise is reproducible with isometrics in both atrial and shock channel. Technical services explained that the noise on the shock channel was normal with activity. Atrial impedance measurements were within range at 397 ohms and 381 ohms while noise was being reproduced. The r-wave was 1.6 mv and the thresholds was 0.7 v. Patient is primarily atrial paced or bi-v paced. The physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).